Event description:
It was reported that the rotating coupling water joint. In the c-arc failed. Water was expelled from the l-arm. No injuries were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.